Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave a "no disposable pump won't run" alarm. The reservoir volume was 42.4ml, the rate was 24ml/24hrs, and 5.7ml was given. Bubbles were observed. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.